Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device will not turn on. The customer reported there was patient involvement and no patient harm.